Event description:
It was reported the pt began experiencing withdrawal symptoms including itching, inability to sleep, and unable to sit still in 2009. X-rays were done five days later and showed the catheter was in place. The catheter extended from l2-3 to t7 and was intact. A dye study was performed three days later, without finding a problem. The hcp discussed a surgical revision with the pt as a catheter issue was suspected. The pt had declined to date due to his busy lifestyle and previous experience with spinal headaches from previous surgeries. The hcp outcome was managing the pt with oral baclofen and diazepam. The pt's outcome was reported as "no injury".